Manufacturer narrative:
Final device analysis for the ins revealed the setscrews were backed out too far.

Manufacturer narrative:
.

Event description:
After the ins was replaced, the system has worked fine. No further information was available.

Event description:
It was reported that impedances above 4,000 ohms were seen on all bipolar pairs in during an implant procedure. The hcp attempted re inserting the lead and continued to see high impedances. After the 3rd reinsertion, impedances went down on some bipolar electrodes. It was later reported that the implantable neurostimulator was replaced and the impedance problem resolved. No patient information was provided. Additional information has been requested, but was not available as of the date of this report.